Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to engage deep enough into the target vessel. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.